Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that missing or plastic ring and cracks and it was reported that ring was not really clicking like it normally does, its not moving or falling out its easy to twist. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window.